Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/12/2022, it was reported by a sales representative via phone that an ar-13991n surefire scorpion needle and an ar-13997sf fastpass scorpion had an issue. During a primary supraspinatus repair procedure on (B)(6) 2022, when the surgeon went to pass the sutures and the scorpion needle through the rotator cuff, when he was grabbing the tissue, the needle was at first not passing through the cuff. It finally shot through, and when it came back up with the suture, the tip of the needle was gone. They noticed that the tip had broken off in the patient. They were not able to retrieve the broken piece, it was left inside the patient. The surgeon was also not sure if the fastpass scorpion had malfunctioned as well and in what way was not indicated. They used a newer ar-13997sf fastpass scorpion (lot number unknown) and another ar-13991n surefire scorpion needle (same lot number), this one shot through, the case was completed successfully, and the patient is fine to date. The surgeon deemed it safe to leave the needle inside and that it was better for the patient than retrieving it.